Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some electrical components. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is determined that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A CAPA has been implemented. This is the final report.

Manufacturer narrative:
UDI #: na.

Event description:
The recipient is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics device. The recipient is reportedly doing well with the new device.